Event description:
Noticed redness on dorsal aspect of right wrist spreading to anterior aspect of right wrist. Small red dots and excessive dryness and flaking of skin. Occurred after prolonged use of sterile latex gloves.